Event description:
It was reported that a malfunction alarm occurred. The pump was replaced top resolve the issue, and the customer will continue to use current pump for insulin therapy until replacement pump arrives. There was no adverse impact to the customer¿s blood glucose level.